Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implant moved. Further information noted that the patient felt stimulation in the wrong location. After the implant, the patient felt stim in the pelvic area and everything was good. On (B)(6) 2016, the patient noticed that stimulation was in the thigh area instead of the pelvis. She verified that it was outside the bicycle seat area. Therapy was confirmed to be on and there was no fall/ trauma related to this issue. Increasing and decreasing stim did not resolve the issue. Patient was going to follow up with the health care professional to discuss programming change or other troubleshooting. Stim was on program 4 at 2.3v. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the stim in the thigh and device movement and the steps taken to resolve the event. If additional information is received, a follow up report will be sent.